Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the right ventricular (rv) lead failed to extend and retract. It was also noted that the stylet failed to advance. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events of stylet could not be inserted, and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with the helix extended clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be retracted and extended. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. Stylet could not be inserted due to over torqued inner coil at the connector region. The cause of the reported event of stylet could not be inserted was isolated the over torqued inner coil at the connector region which is consistent with procedural damage.